Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 3.50mm promus premier drug-eluting stent was selected for use to treat the lesion. However, during preparation, upon the device removing from the protective coil, it was noted that the distal stent struts were flaring up. No patient complications were reported.